Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample involved in the incident was received for evaluation. A visual inspection was performed, finding no obvious defects. A titanium adapter was added to the patient connector and the sample was not able to be separated from the adapter. Measurements were then performed on the catheter adapter (patient luer connector). With an optical comparator, the first barb closest to the shoulder of the connector had measurements of .247 and .240 inches. A second measurement was taken at 90 degrees from the first measurement. The second barb was then measured the same way and had measurements of .249 and .240 inches. The distance between the first barb and the shoulder measured .107 and .100 inches. The distance between the second barb and the shoulder measured .303 and .306 inches. The distance from barb to barb measured .206 and .205 inches. Magnification of 20x was viewed on the barb edge to check for any damage and a little flash was found. The inner diameter of the set tubing was checked and had a measurement of .144 inches at the end where the connector was inserted. A 2 inch piece was then cut above the end and the inner diameter had a measurement of .123 inches. There was no deviation detected and the complaint was not confirmed. A manufacturing batch record review was performed finding that all inspections and testing were acceptable and there was no product nonconformances associated with the lot. A tier 1 CAPA investigation, (B)(4), is associated with this report.

Manufacturer narrative:
(B) (4). The actual sample involved in the incident has been received and a follow-up report will be submitted upon completion of that evaluation.

Manufacturer narrative:
(B)(4). Also the vancomycin dosage given to the patient was four 1000mg doses and not four 100mg doses as reported in the initial medwatch report submitted for this event.

Event description:
On march 8th 2010, baxter (B) (4) product surveillance was notified of a complaint from a nurse regarding one minicap extended life pd transfer set, lot# h08f26053, product code 5c4482. The nurse indicated that the transfer set came apart at the connection of the barbed fitting to the tubing (patient connector end). The patient was admitted for peritonitis after the separation. Exact dates are unknown as the patient taped together the transfer set and did not inform the peritoneal dialysis (pd) unit that the separation had occurred until (B) (6) 2010. The patient was treated for peritonitis at a community hospital who did not realize the significance of the taped transfer set. The patient is a (B) (6) male. The sample is available for evaluation. The following additional information was obtained from the patient's peritoneal dialysis (pd) nurse on 03/11/2010: the transfer set involved in this incident has been in use by the patient for 6 months, the same length of time the patient has been on pd therapy. The patient has a past medical history of hypertension, heart disease, heart failure, heart attack, end stage renal disease, carcinoma in the right hand, gastrointestinal bleeds, gout, shingles, and various mris. The patient performs continuous ambulatory peritoneal dialysis and uses a titanium adapter made by (B) (4). The connection was made by hand and there were no initial connection or disconnection difficulties noted. In regards to the peritonitis involved with the incident, the patient experienced cloudy effluent and abdominal pain and was hospitalized with bacterial peritonitis from (B) (6) 2010 to (B) (6) 2010. On (B) (6) 2010, the pd effluent was analyzed and showed a leucocyte count of 13.6 x 10^9cells/mm^3 and a neutrophil count of less than 0.25 x 10^9%. A gram stain showed 4+ leucocytes. A pd effluent culture showed staphylococcus epidermidis. The patient received 500mg of ciprofloxacin twice a day for two days, cefprozil 2000mg intraperitoneally for two days, and four 100mg doses of vancomycin. The patient was considered to have recovered from the peritonitis on (B) (6) 2010. The nurse indicated that the peritonitis could have been caused by the transfer set disconnection. The nurse also indicated that the patient also experienced an episode of peritonitis in (B) (6) of 2009.